Event description:
The patient attended clinic with pocket stimulation, device was found in standby mode and reinitialized successfully. The cardiac physiologists commented that there is no 'aida message' or record on the patient file that the device has switched to a 'safety / back up mode' - just the fact that the parameters have all changed. This is a feature available on competitors devices which they like to see as confirmation of reset mode occurring.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.